Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for evaluation. Microscopic inspection did not reveal any irregularities or damage from the tip. Microscopic and tactile inspection revealed kinks 24cm and 25.5cm from the strain relief. Microscopic inspection revealed a partial separation of distal shaft from the collar. Microscopic inspection did not reveal any irregularities or damage in the ptfe. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23dec2015. It was reported that catheter failed to cross the lesion and shaft kinked occurred. The target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). During a percutaneous coronary intervention (pci), a guidezilla extension guide catheter was used to help the unspecified device cross the lesion. Upon insertion, the guidezilla extension guide catheter came in contact with the calcification and failed to advance. The physician removed the guidezilla from the patient however, it was noticed that the connecting portion of the guidezilla was kinked. The procedure was completed with another with same device. No patient complications reported and the patient's status is good. However, device analysis revealed a partial separation of the distal shaft from the collar.